Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.